Event description:
It was reported that the patient had pump thrombosis and was on heparin and tirofiban. The patient also had two low speed advisories caused by an intentional pump stop command. Log files were submitted for review and contained alarms associated with a brief pump stop event on 24dec2023 at 6:37am. This event appeared to be a result of an intentional pump stop command. The rest of the log file consisted of routine pump parameters an event. Presence of thrombus was not confirmed based on the log files provided. Thrombus was confirmed by lactate dehydrogenase (ldh) monitoring. The patient went home on palliative care and was recently transitioned to hospice. Related MFR # 2916596-2024-00428.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. Analysis of the submitted log files revealed transient power elevations captured during pulsatility index (pi) events. Of note, power appeared to trend upward in the first log file with events ranging from (B)(6) 2023, but trended flat in the second log file ranging from (B)(6) 2023. The second log file also recorded a pump stop event associated with a motor stop command being received from the system monitor on (B)(6) 2023 (refer to MFR # 2916596-2024-00428). There were no other notable events or alarms and the log file appeared to show the pump operating as intended at the fixed speed. It was noted that the patient¿s outcome was not considered to be device or therapy related, and that the device operated as expected. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis, hemolysis, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the patient's two pump exchanges are reported under MFR #'s 2916596-2016-01574 and 2916596-2019-05970. The patient's nose bleeds are reported under MFR # 2916596-2023-08297. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a suspected pump clot. Log files were submitted for review and captured an increase in power and a decrease in average pulsatility index (pi) over time. The operation parameters appeared to have returned to routine operational values for the system towards the end of the log file and there were no other notable alarm conditions or parameter changes seen in the log file. It was later reported that while the patient's powers and flows were not consistently higher, the trends seemed to be slightly elevated than previously seen and more power surges were noticed. The patient had an elevated lactate dehydrogenase, which peaked at 915. For treatment, the patient was admitted on heparin and eptifibatide drops with daily lactate dehydrogenase monitoring. It was noted that the patient had a history of two pump exchanges related to hemolysis, and he had been changed from plavix 150mg daily to 75mg daily in (B)(6) of 2022 due to nose bleeds.